Event description:
A prolieve thermodilitation rectal temperature monitor (rtm) was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, the middle temperature dropped to zero and the treatment stopped. This continued to occur throughout the case. However, the physician completed the procedure with the same device. No patient complications were reported as a result of this event. The patient's condition was reported as "stable."

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A product evaluation is pending; results will be provided in a follow-up medwatch report.